Event description:
Analysis of the generator was completed. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The reported end of service and failure to communicate allegation not confirmed, although the elective replacement indicator flag was set. An open can measurement of the battery voltage confirmed that the eri flag had been properly set; the battery was partially depleted. An open can measurement of the battery voltage determined that the battery was partially depleted. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Follow-up with the surgeon¿s office revealed that the patient was in the hospital for seizures which is when they consulted for generator replacement. The consult from the hospital which provided patient history reported that the patient had been having more confusion type symptoms and then they tested the system which showed it was ¿dead.¿ the surgeon/hospital have not had any issues with the vns programming system.

Event description:
On (B)(6) 2013 it was reported that this patient was at an appointment for an MRI and that the device was 'non-functioning.' No clarification or additional information regarding this statement was available. Reviewed device manufacturing records confirmed that the generator passed all functional tests prior to distribution. Review of programming history shows that last known data is from (B)(6) 2006. A battery life calculation shows that the device is likely at end of service. Good faith attempts to all associated physicians were unsuccessful as the patient has been lost to follow-up.

Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #2 inadvertently did not check this data. Outcomes attributed to adverse event, corrected data: the supplemental report #2 inadvertently did not check this data.

Event description:
It was reported that the patent had generator replacement on (B)(6) 2014 due to failure to interrogated due to end of service condition. The explanted generator was returned to the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the increased seizures were believed to be related to the battery depletion. The relationship of increased seizures to pre vns baseline level was unclear, but due to the increased seizures, they moved forward with replacement at that time. There were no known particular causal factors.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.